Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
The customer contacted baxter's technical service center to report a burnt odor on a homechoice (hc) machine at power up. The registered nurse (rn) stated that the hc was on warming a bag and then the hc started to have a burnt smell and then it turned off. The baxter technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was evaluated. The reported issues of burning smell was not confirmed in the device logs or duplicated during the evaluation performed by the product analysis lab. The device passed the homechoice return instrument test / evaluation, functional and electrical tests and was functioning within specification. External and internal inspections were performed and there were no issues observed consistent with a burning smell. A review of the device history record revealed no issues that may have contributed to a burning smell or power failure. The assignable cause for the reported issues of burning smell and power failure was undetermined.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.